Event description:
An optometrist reported patient dry eyes and foreign body sensation at four day lasik post-operative visit. Add'l info from reporter indicated "dryness ou, little relief with artificial tears, using artificial tears every five minutes, vision great". At visit patient complained of "foreign body sensation left eye greater than right eye". Add'l info has been requested. This report is for the right eye, and add'l report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).